Event description:
A customer contacted baxter's technical service center regarding a message "high drain 116" that appeared on the homechoice (hc). This event occurred after use. The home patient (hp) says she is using a strong solution and she thinks this is why she had the alarm. The initial drain alarm (ida) equaled 1383 ml, the last fill (lf) equaled 799 ml, the total fill (tf) equaled 10178 ml, the total drain (td) equaled 11875 ml, the ultra filtration (uf) equaled 1697 ml, and the cycles equaled 16. The hp felt that there was nothing wrong with the hc and did not want a swap. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention associated with this event. (B)(4) followed up with the patient, who advised them that she was using stronger solutions; the nurse changed the setting of the hc machine and since then, the hp has not had any alarms. The hp's health was not affected by these alarms. The hp had a higher blood pressure (bp), as they were retaining water, but both were decreasing now. The medication dose had not changed.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the device was not available for evaluation; therefore, no evaluation could be performed. A follow-up report will be filed if any additional information becomes available.